Event description:
Spontaneous call from patient, pump (B)(4) alarming. No error message, patient tried replacing batteries, did not work. Patient added this pump has presented with no disposable error message in the past, but not this time. Advised pharmacy would replace pump for early am delivery. Patient using backup pump. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replaced device? Yes. Reported to (B)(6) by patient/caregiver.